Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed, rupture on the device. Seroma-late: unable to observe, as it is a medical event. Not related to the device. Crease/folding of implant: observed, crease flat on the device. Additional observations: no other observations observed.

Event description:
Healthcare professional reported, left side rupture. "Radical folds", and "periprosthetic effusion". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified lot number in the patch: 2257786 no observed opening in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture, "radical folds", and "periprosthetic effusion". The device has been explanted.